Event description:
Reporter indicated a vns pt's generator was unable to be interrogated with the vns programming system. The pt's vns generator is likely not at end of service. The programming system was used successfully on other vns pts that day. The pt is nonverbal and cannot state if vns stimulation is felt. The pt will not be seen again for f/u until (B)(6) 2011. Attempts to interrogate the generator again will occur at the office visit on (B)(6) 2011. A vns battery estimate yielded approximately 3.34 yrs remaining.